Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction was confirmed through the evaluation of the submitted computed tomography (CT) scan. A specific cause for the reported obstruction could not conclusively be determined through this evaluation. Evaluation of the submitted log files confirmed the reported low flow alarms; however, the account reported the outflow obstruction caused the low flow alarms. One CT scan was submitted for review, which showed an extrinsic obstruction causing narrowing of the outflow graft (ofg) in an area inside the bend relief. The controller event log files captured intermittent low flow fault flags resulting in 34 low flow hazard alarms on (B)(6) 2021 and (B)(6) 2021. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The controller periodic log files captured two low flow fault flags that did not result in alarms were captured on (B)(6) 2021 and (B)(6) 2021. The pump appeared to function as intended and operated at the set speed for the duration of the file. The lvad event log files captured the estimated flow below the 2.5 lpm threshold 20 times on (B)(6) 2021 and (B)(6) 2021. The pump appeared to function as intended. The lvad periodic log files captured the estimated flow below the 2.5 lpm threshold once on (B)(6) 2021. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2019. The heartmate 3 lvas instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. C) are currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced persistent low flows with stable mean arterial pressure (map) and was staying well hydrated. A computed tomography (CT) scan of the thorax revealed 20-30% stenosis of the outflow graft. A log file review revealed clusters of pulsatility index (pi) events and intermittent low flow alarms with high pi on (B)(6) 2021. Most of the low flows were unsustained. Low flow events were captured on (B)(6) 2021. As of (B)(6) 2021 the patient was still hospitalized with recurring low flow alarms and no symptoms. The alarms occurred while sitting or positioned on the left side. It was decided that the low flow threshold would be changed. This was completed on (B)(6) 2021 and the patient was discharged.